Event description:
The customer reported that the pump battery would not charge, but there was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try charging the pump using different wall outlets and cables. Eventually, the pump began charging, resolving the immediate issue. However, since the problem persisted with different adapters, technical support decided to replace the pump. The pump was under warranty, and the customer was informed to use multiple daily injections (mdi) as a backup insulin therapy. The customer received instructions on returning the pump and was sent a pre-paid label for returning the defective unit.